Event description:
The pt reported that after a period of approx 2 months, the lag screw cut out. Pt was revised.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.